Event description:
It was reported that the coil detached prematurely and the patient suffered a stroke a day post procedure. No additional information is available.

Event description:
During a balloon assisted coil embolization procedure, the physician partially deflated the balloon to retract the coil from the aneurysm located in the middle cerebral artery. As the physician retracted the coil from the aneurysm, it detached resulting in a portion of the coil to protrude into the parent vessel. The patient had a stroke the following and it was reported that the patient died (date unknown). It was reported that the primary cause of death was attributed to the stroke.

Event description:
During a balloon assisted coil embolization procedure, the physician partially deflated the balloon to retract the coil from the aneurysm located in the middle cerebral artery. As the physician retracted the coil from the aneurysm, it detached resulting in a portion of the coil to protrude into the parent vessel. The patient had a stroke the following and it was reported that the patient died (date unknown). It was reported that the primary cause of death was attributed to the stroke.

Manufacturer narrative:
The subject device remained implanted; therefore, analysis cannot be performed. Information available indicated that the coil was confirmed to be in good condition prior to use, no resistance was encountered during advancement through the patient anatomy; however, the balloon was partially deflated when the coil was retracted. It is probable that procedural factors contributed to the premature detachment of the coil while being retracted from the aneurysm limiting its performance. The stroke and the patient outcome of death are risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to the patient complications.

Manufacturer narrative:
Subject device is not available.